Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was in a lot of pain with the device. Caller stated that the last two days the patient had been feeling like the device was bulging out of their body and they have been in bed for the last 2 days. Caller also stated that they think the patient had an allergic reaction to the antiseptic and soap used during the surgery. Caller mentioned that the patient had problems with the incision since the day of the surgery, at one point they developed a rash. Caller mentioned that they had to get the patient in different types of pillows and the patient can't get comfortable. Caller mentioned they already called the healthcare provider (hcp) but they were waiting for a callback. The patient was redirected to their healthcare provider to further address the issue. 2025-jul-07 lfc (hcp): additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement " the patient had been feeling like the device was bulging out of their body", the hcp confirmed that there was swelling in the area where the device was implanted. The hcp stated that the cause of the device bulging out of their body was not determined. When asked about the most likely cause of the event, the hcp stated that it was unknown a possible post surgical infection. When asked about the steps taken to resolve the issue, the hcp stated that the antibiotic was started and pain therapy with counter pain medication. These therapies were started on (B)(6) 2025. The hcp stated that the issue was still ongoing.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement " the patient had been feeling like the device was bulging out of their body", the hcp confirmed that there was swelling in the area where the device was implanted. The hcp stated that the cause of the device bulging out of their body was not determined. When asked about the most likely cause of the event, the hcp stated that it was unknown a possible post surgical infection. When asked about the steps taken to resolve the issue, the hcp stated that the antibiotic was started and pain therapy with over-the-counter pain medication. These therapies were started on (B)(6) 2025. The hcp stated that the issue was not yet resolved and the patient was ongoing evaluation

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.